Manufacturer narrative:
The pump was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed an increasing trend in power consumption. The device is related to the reported event; however there is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event is thrombus formation or ingestion within the device. Clinical correlation is required. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
Information was received from (B)(6) that the ventricular assist device (vad) coordinator reported several high power alarms with slight increase in power from 3 watts to 3.9 watts on (B)(6) 2015. The increase in power occurred while the patient was still hospitalized post initial pump implantation and after anticoagulation treatment was stopped due to a recent head injury. Lovenox 40 mg per day was administered for two days. Pump power increased further on (B)(6) 2015 and heparin was started. After there was no decrease in pump power, the pump was exchanged on (B)(6) 2015. The patient is in the intensive care unit recovering with report that "the pump is working fine". The patient is anti-coagulated with heparin. The explanted pump is not being returned. It was reported that it is clear that the event was due to the discontinuation of anticoagulation therapy.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). With review of the available information and as reported, the discontinuation of anticoagulation therapy is an identified clinical factor contributing to the event with no indication of any manufacturing or pump performance issues. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device not returned.